Event description:
It was reported that the patient did not adhere to the restrictions post implant. As a result, the patient's lead had migrated, which was confirmed via x-ray. The patient was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00006021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.